Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the syringe was losing suction and leaking air into the tube. They had to redraw the sample, there was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review of the reported lot no. 902816x confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site received six samples in sealed packages along with a butterfly connector with this customer report. A complete investigation was performed. A visual inspection according to the quality inspection standard was conducted. The lot number on the samples provided did not match the lot number as reported with the initial customer report. The lot number on the samples provided indicate the product to be manufactured from lot number 903530x. There were no visual anomalies identified. A leak test was performed on all six syringe samples and there were no signs of leaking. A root cause could not be determined based on the investigation findings. Per procedure, complaint trends are evaluated during the monthly meeting to determine if a corrective/preventative action (CAPA) is warranted. At this time, there is no trending or information that would trigger the need to initiate a CAPA.